Manufacturer narrative:
(B)(4).

Event description:
It was reported that prompting for login during session on the mobile app occurred. Data was evaluated and confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that login credentials requested during a sensor session occurred on the mobile app. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.